Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure fragmented') and hemiparesis ('hemiparesis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced asthenia ("asthenia"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), hemiparesis (seriousness criterion medically significant), abdominal distension ("distension"), back pain ("dorsal-lumbar pain"), menorrhagia ("menorrhagia"), headache ("frontal headaches"), memory impairment ("immediate memory problems"), alopecia ("hair loss"), toothache ("pain in dental fillings"), eczema ("facial eczema"), musculoskeletal pain ("musculoskeletal pain"), rotator cuff syndrome ("shoulder tendinitis"), migraine ("severe migraines"), tremor ("residual shaking of the right side of the body") and facial pain ("bilateral facial pain"). The patient was treated with surgery (laparoscopic explantation by salpingectomy). Essure was removed in 2018. At the time of the report, the device breakage, hemiparesis, abdominal distension, back pain, menorrhagia, asthenia, headache, memory impairment, alopecia, toothache, eczema, musculoskeletal pain, rotator cuff syndrome, migraine, tremor and facial pain outcome was unknown. The reporter provided no causality assessment for abdominal distension, alopecia, asthenia, back pain, device breakage, eczema, facial pain, headache, hemiparesis, memory impairment, menorrhagia, migraine, musculoskeletal pain, rotator cuff syndrome, toothache and tremor with essure. The reporter commented: this case was detected in a part of the legal document from case 2019-024452. It was stated that essure was placed without anesthesia and difficult. After explantation, consumer presented with severe migraines, hemiparesis, residual shaking of the right side of the body and bilateral facial pain. She had complete work-up with lp and MRI with normal vascular images no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.